Event description:
The history and physical indicates the patient had several inappropriate ICD shocks, confirmed on assessment in the office. ICD data demonstrated ventricular lead noise, consistent with an insulation break. The patient was admitted for a lead and ICD extraction and new lead and ICD replacement. The patient was undergoing a laser lead extraction of the right ventricular ICD lead and implant ventricular ICD electrode. The notes from the operative report read: "a stylet was passed down the chronic, fractured rv dual coil defibrillator electrode. The active fixation device was withdrawn. Using gentle traction, we were unable to move this lead and explant it. It appeared to be tethered to the subclavian vein and/or the clavicle overlying. Accordingly, the stylet was withdrawn and a laser locking lead passed down the lead to its full length. Even with this, gentle traction failed to dislodge the lead. The excimer laser was mobilized. Using a 14-french excimer laser, we were able to remove this lead in its entirety. Examination of the lead showed disruption of the supporting structures of the coil near the proximal portion of the proximal coil. It is uncertain whether this disruption in the lead was preexistent or created by the use of the laser as this was the area where there was most fixation of the lead to the venous structures." The patient appeared to have a good outcome.